Event description:
It was reported that the pt expired due to unk reasons. Implant duration was 1 day. It is unk if the pt's death was device related. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.